Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
67 year old gentleman presenting with myocardial infarction and cardiogenic shock coming in on intra-aortic balloon pump and extracorporeal membrane oxygenation. On day 3 of circulatory support, the balloon pump was removed and impella cp placed for left ventricular unloading post cardiac arrest. In the evening, impella cp was escalated to 5.5 for better support and potential weaning of the extracorporeal membrane oxygenation. Decision for impella 5.5 was apparently not driven by any device complaint but rather as a therapeutic strategy towards a permanent outcome. The aic showed intermittent placement signal alarms, however echo confirmed optimal position of 5.5 and an increase in p-level solved the alarm. On the same day, a large left sided stroke was diagnosed that was later confirmed by computer tomography scan and resulted in loss of eligibility for permanent assist device placement. After 12 days of support, the impella 5.5 was successfully weaned and removed. The stroke was identified one day after impella 5.5 implantation and will conservatively be coded to the this device, while it remains unclear whether it already occured during the pump exchange.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. B1: added death and death date. B5: added additional information. D1: corrected brand name. D4: corrected catalog and serial number. H6: omitted f12 and added f02.

Event description:
The patient expired and the pump was removed. The death is conservatively being reported; however, the outcome is most consistent with the patient's underlying acute myocardial infarction complicated by cardiogenic shock, requiring intra-aortic balloon pump and extracorporeal membrane oxygenation support prior to impella therapy, indicating advanced hemodynamic compromise. These clinical factors¿including severe myocardial dysfunction, refractory cardiogenic shock requiring multiple mechanical support modalities, post-arrest state, and a significant neurologic injury¿are consistent with a critically ill condition and progressive multiorgan impairment. Based on the available information, the patient's death is more likely attributable to the severity and progression of the underlying cardiac conditions.